Event description:
A pulsar-18 peripheral stent system was selected for treatment of a moderately calcified lesion (70 percent stenosis degree) in the moderately tortuous proximal sfa. Despite pre-dilatation, it was not possible to release the pulsar-18 stent within the lesion. The device was withdrawn and another stent was used to complete the intervention.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 47 mm. The stent has been partially released outside of the patients body, i.e. After the actual complaint event. However, the proximal stent markers, the proximal stent stopper and the proximal end of the inner shaft are deformed (i.e. Compressed), and the outer shaft is bulged in its proximal portion. The findings indicate that the stent was blocked and pulled back against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause was identified. The final root cause for the reported event could not be determined.